Event description:
It was reported that on or about (B)(6) 2007, plaintiff was admitted to a hospital to undergo surgery to treat stress urinary incontinence. The plaintiff was implanted with the ams monarc subfascial hammock. It was alleged by the attorney for the plaintiff that ¿several months after the implant surgery, plaintiff began to experience erosion of the mid-urethral sling. Plaintiff was initially treated with estrogen cream and conservative therapy. Plaintiff ultimately underwent surgical cystoscopy and urethrolysis for mid-urethral sling erosion on (B)(6) 2008.¿ it was also alleged that ¿plaintiff continues to experience mesh erosion and may need add¿l surgeries in the future as her injuries are continuing.¿ it was further alleged that, as a result of the implanted product, ¿plaintiff has suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or damages.¿

Manufacturer narrative:
Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.